Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast reconstruction revision with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including fatigue, brain fog, memory loss, muscle & joint pain, dry/itchy skin on hair too creating sores, weight loss, inflammation everywhere, poor sleep;insomnia, decline in vision, severe dry eyes, vertigo, nausea, microscopic colitis, fevers, night sweats, hot & cold intolerance, migraines, aching shoulder, hips, joints everywhere, tender breast, throat, arm and neck lymph nodes, anxiety, depression, panic attacks, sometimes unable to get out of bed feels like dying, symptoms of fibromyalgia, symptoms of lime disease, hormone imbalance, early menopause, slow healing & easy bruising, coughing & choking, acid reflex, metallic taste in mouth, skin rashes in different spots of entire body, ears ringing, frequent urination, numbness & tingling in hands and arms, cold discolored hands and feet like no blood flow, bad blood circulation, shortness of breath, and symptoms of auto immune disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.